Manufacturer narrative:
Type 2 diabetes patient reported that she was in her kitchen and suddenly her legs felt weak and she began to sweat. She checked her blood sugar and realized it was 600. She started to shake and an ambulance was called. She passed out on the way to the hospital. She was admitted to ICU and was diagnosed with stroke. She spent 3 days in ICU and 2 days on the floor. Patient reported she was fighting a tooth infection and had just had her tooth removed. Patient also reports that she had had a recent motor vehicle accident and was in pain and in stress. This was patient's third stroke. She is now on levemir dosage unknown and her blood sugar remains difficult to control. There is no allegation of device malfunction. The device was not returned for evaluation. Root cause cannot be determined with the information provided; however it is likely that contributing factors for the hyperglycemia may be physiologic stress due to infection and pain.

Event description:
Type 2 diabetes patient reported that she was in her kitchen and suddenly her legs felt weak and she began to sweat. She checked her blood sugar and realized it was 600. She started to shake and an ambulance was called. She passed out on the way to the hospital. She was admitted to ICU and was diagnosed with stroke. She spent 3 days in ICU and 2 days on the floor. Patient reported she was fighting a tooth infection and had just had her tooth removed. Patient also reports that she had had a recent motor vehicle accident and was in pain and in stress. This was patient's third stroke. She is now on levemir dosage unknown and her blood sugar remains difficult to control. There is no allegation of device malfunction. The device was not returned for evaluation.

Manufacturer narrative:
Initial reporter occupation - non healthcare professional. Type of report - follow up #1 .